Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-04786, 1627487-2020-04788. It was reported that the patient's ipg stopped communicating with the charger. Troubleshooting was unable to resolve the issue. Additionally, the patient's leads have low impedances. As a result, the patient may undergo surgical intervention at a later date to address both issues.